Event description:
It was reported that noise was seen on the system. Follow up was attempted for additional information, but was unsuccessful. The leads remain in use. The patient is enrolled in the block-hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2006; 4193 implantable pacing lead - (B)(6) 2006; 6949 implantable tachy lead - (B)(6) 2006. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.